Event description:
It was reported that following a coronary angiogram, the right groin was sealed with a 6f angio-seal. The pt was discharged. The pt continued to complain of right groin pain. An ultrasound revealed a possible thrombus. The pt came back to the cath lab for a venogram. A venogram revealed a filling defect in the right femoral vein. The pt was treated with heparin and coumadin, doses unk. Two days later, the pt was discharged. The pt came back to the cath lab for a staged angioplasty via the left groin. The right femoral vein was left untreated and the right femoral artery looked fine. The pt is recovering.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.